Event description:
It was reported via repair work order that the right outer base tube weldment had a broken weld toward the foot end which could affect stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.